Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that he ins was kind of flipping and attributing this to losing 60 pounds. Patient also stated that "not worth noting, 'don't worry about that' and states she had 'leads and everything revived' with old system. Patient further started that no further complications noted or anticipated.